Event description:
In an article titled "dynamic interspinous process stabilization: review of complications associated with the x-stop device", the following event was reported: a pt underwent an x-stop procedure at level l4-l5 (14mm device). Reportedly, the pt had adjacent-level radiculopathy at l3 due to a herniated disc that produced new back pain. At a later date, the pt underwent a discectomy at l3-l4. No additional information was reported.

Manufacturer narrative:
All adverse events reported in this article are filed in MFR report#s 2953769-2010-00223 to 2953769-2010-00233. Article titled "dynamic interspinous process stabilization: review of complications associated with the x-stop device," by christian bowers, m.d., amin amini, m.d., m.sc., andrew t. Daily, m.d., and meic h. Schmidt, m.d. Method: device not returned; followed-up with author.